Event description:
Medtronic received a report that during patient use a cuff leak was observed. The customer reported that there was no patient harm. Recannulation with a replacement tube was required

Manufacturer narrative:
A visual inspection was performed verifying all the components were assembled according to manufacturing process. A cut in the cuff was observed which would have been detected immediately in the manufacturing process. Measurements and functional testing performed on the sample confirmed it to be within specifications. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during patient use a cuff leak was observed. The customer reported that there was no patient harm. Recannulation with a replacement tube was required.